Event description:
It was reported that the patient presented via merlin.net transmission. Upon review, the atrial lead exhibited noise. No further information was provided.

Manufacturer narrative:
The previously reported brand name: tendril sts was missing.

Manufacturer narrative:
(B)(6)

Event description:
New information received notes no intervention was made. The patient would be followed up.